Event description:
The patient reported that the buttons have to be pressed multiple times to elicit a response from the keypad.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. All of the keypad buttons were intermittently responding. The keypad was removed and the "up" and "down" key contacts were inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.